Event description:
Customer reported that the buttons on the insulin pump became unresponsive. The blood glucose reading was 336 mg/dl. She reported that the numbers were scrolling without input. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.